Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine follow-up. Premature battery depletion was noted. The patient will be monitored. The device will be replaced at eri.

Event description:
New information received indicates that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available; the reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. It was found that the programmer¿s remaining longevity estimate was incorrect. The device was tested on the bench and no anomalies were found. The cause of the anomaly could not be determined.